Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-9831 apollo probe electrode tip lifted off. This was discovered during a case. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.

Manufacturer narrative:
Additional information: g3, h3, h6, h11. Complaint allegation is confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator batch number: 15272581 was received for investigation. Visual evaluation of the returned device noted the electrode was bent/peeling. Functional testing was not performed due to the damage to the device. The cause for the reported failure can be attributed to an internal manufacturing issue being addressed by ncr-27076. Refer to record cross references.